Manufacturer narrative:
Investigation: samples received: 3 open pouches. Analysis and results: there is one previous complaint of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three open and unused samples with the needles detached from the threads and the threads are still wound on the packs. Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, taking into account that there is one previous and confirmed complaint of this code-batch regarding the same issue we consider that the complaint is confirmed. Final conclusion: taking into account that the open and unused samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. After opening the packet, it was noted that the needle was detached. It was not used on a patient. Further information was not provided.